Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
The customer reported an electrical arc was visible when connecting an x8-2t model transducer to their epiq 7g ultrasound system. No patient or user was harmed as a result of the issue.

Manufacturer narrative:
A philips service engineer replaced the involved transducer and acquisition module on the ultrasound system. Evaluations of the suspect transducer and acquisition module were performed upon their return from the customer. Functional testing of the transducer was initially unable to be performed due to damaged pins on the cable connection. After replacing the transducer cable it passed functional testing and visual inspection. The acquisition module was evaluated as defective requiring internal component replacement. After replacing the transducer and acquisition module, the system was placed back into service with no additional issues reported.

Event description:
The customer reported an electrical arc was visible when connecting an x8-2t model transducer to their epiq 7g ultrasound system. No patient or user was harmed as a result of the issue.